Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have insufficient gel in the tube. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the sst tubes don't have a thick gel barrier. Seems that there is not sufficient gel in the tube. Which is impacting the serum yield.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for insufficient gel with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have insufficient gel in the tube. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the sst tubes don't have a thick gel barrier. Seems that there is not sufficient gel in the tube. Which is impacting the serum yield.